Event description:
Pt was revised due ot dislocation caused by disassembly of the liner and locking ring.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the available device history records did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.